Event description:
It was reported that the patient underwent an unknown surgical procedure and suture was used. The needle became disconnected from the suture during use. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The sample shows a complete still wound suture with detached needle. The suture was not dispensed and the end shows swaging marks. There are instrumentation marks at the appropriate grasping area.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.